Event description:
Information was received by a manufacturer representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfuncti on/sacral nerve stimulation. The patient had an infection on the device site, had fluid discharge. The device was removed and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.